Event description:
It was reported that before use, in the operator room they tried to inject sterile water into foley catheter, but it did not go in.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjv4947. The balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. While inflation could not inject solution as strong resistance was encountered dissected catheter and blockage was found within the inflation valve. This is out of specification per inspection procedure ip7601841, revision 11, which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Refer to CAPA 11881143 for further details. Correction: d,e,f,h. UDI format updated with available product information per gudid. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, in the operator room they tried to inject sterile water into foley catheter, but it did not go in.